Event description:
Medtronic rec'd info that the distal tip of this temporary pacing lead fractured after 13 days of service, while the lead was being explanted from the pt. The intended duration of use, as described in labeling, is 7 days for this product. It was reported that there were no performance issues while the lead was in service. The fracture point was at the joint between the distal electrode and the inner wire. The distal electrode remains in the pt. The product was not returned. However, the customer requested that the remaining wires from the same lot be evaluated.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: device review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as product has not been returned for analysis. Analysis: the product was discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. The labeled intended duration of use for this product is 7 days. Exceeding this implant duration can result in scarring around the electrode tip, which can impact the ability to explant the product. This lead was implanted for 13 days, which exceeds the labeled implant duration.